Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report that the insulin pump was beeping. Customer stated that she removed the infusion set and the cannula was bent. Customer had high blood glucose reading near the 400 mg/dl range. Symptoms included headache, burning in feet, and lightheadedness. Customer did not feel okay to troubleshoot. Customer was advised to change the entire set per their doctor's instructions, and to call back if problems persist. No product was replaced or returned.